Event description:
A peritoneal dialysis (pd) nurse reported that a cycler had a screen issue. The screen was dim during ready, and it remained dim. The patient's spouse said the screen brightness fluctuates even though the display brightness was set to 10. Fresenius technical support advised to discontinue use of this cycler; replaced cycler due to screen brightness problem. Advised to contact pd nurse to inform of replacement. Upon follow up, it was determined that the patient was able to complete treatment. No harm or adverse events were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid in the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however, the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1937 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Pre-ast 15mins 1000ml simulated treatment was performed without any failure or problem. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.